Manufacturer narrative:
No evaluation possible at this time. The implant has not been removed from the patient nor has the identifying part and/or lot number been provided.

Event description:
Patient fell down 3 times in less than 1 year after the surgery. CT scan revealed a pedicle screw had fractured and broke just below the screw head/tulip. It is unknown if revision surgery is required at this time. The invictus spinal fixation system was implanted on (B)(6) 2019.